Event description:
It was reported that after the revision, patient still experienced pain, clicking and popping sound and no range of motion. Patient continued therapy. Patient then had another revision on (B)(6) 2007.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown stryker right knee. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Manufacturer narrative:
Please disregard the MFR report # 0002249697-2014-01237. Additional information received from the patient revealed that device involved in the reported event is not a stryker product.

Event description:
It was reported that after the revision, patient still experienced pain, clicking and popping sound and no range of motion. Patient continued therapy. Patient then had another revision on (B)(6) 07.